Event description:
The selection in b2 in the initial report was added in error. The selection has been updated to reflect: required intervention to prevention permanent impairement/damaged and other serious. A us distributor contacted zoll to report that a patient developed a bright red rash under the lifevest garment. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who advised him to remove the lifevest temporarily to see if the rash improves. Follow up indicated that the skin irritation improved and he will follow up with his physician in regard to continued care.

Manufacturer narrative:
Biocompatibility testing to iso 10993, was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bright red rash under the lifevest garment. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who advised him to remove the lifevest temporarily to see if the rash improves. Follow up indicated that the skin irritation improved and he will follow up with his physician in regard to continued care.